Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® implant 4 x 11.5mm (xifnt411) was returned for investigation. Visual inspection of the as returned product identified some damage at the implant collar and the internal drive feature is worn from use. The bottom threads are largely unworn. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. UDI: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while placing the implant (xifnt411) it rotated and the threads of the implant was damaged. It was also reported that another implant was placed in the same surgery.